Event description:
Customer reported that she had been experiencing high and low blood glucose readings. She stated that she thinks that she had been giving herself too much insulin due to overestimating the carbs. She reported that the sensor gave a reading of 60 mg/dl when the blood glucose reading was 150 mg/dl. Customer was advised on proper calibration. Customer declined troubleshooting for these issues. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.